Event description:
Pt underwent rf ablation procedure to her left leg in 2006. A follow up ultrasound was conducted the following month, which detected an extensive left lower extremity deep vein thrombus from the common femoral vein to the left posterior tibial vein, as well as the proximal greater saphenous vein. CT scan showed small bilateral pulmonary embolism and peripheral segments of the right middle lobe, as well as the right lower lobe, as well as the left lower lobe. There was no central or proximal thrombus. There was very minimally dependent atelectesis bilaterally. Heparin and coumadin were given per protocol to continue 6-12 months. Recommended discontinuence of estrogen replacement therapy. Strict bed rest per protocol education and low vitamin k diet. Physician stated event was not device related.

Manufacturer narrative:
No malfunction was reported. The product was not returned.no malfunction was reported. The product was not returned.